Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked under the strain relief. This damage may have occurred due to forceful handling of the product packaging or proximal end of the ace68 during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff experienced resistant while attempting to remove the penumbra system ace 68 reperfusion catheter (ace68) from the packaging; consequently, the hypotube became kinked. The damage to the ace68 was found prior to use, and therefore it was not used in the procedure. The procedure was completed using a new catheter.